Manufacturer narrative:
Correction for b1 (report type), b5 (describe event or problem), correction to supplemental 1 for h10 (provide narrative/data), and correction to h6 (clinical code and device code). Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The device history review (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of lot history did not reveal other complaints relating to the reported event. The s3/s3u with commander delivery system IFU was reviewed for instructions and guidance. Per IFU, potential adverse events include paravalvular or transvalvular leak and device explants. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation post implantation was confirmed from the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 6 months post transcarotid tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient had their valve explanted due to unknown reasons.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. Review of medical report revealed patient's history of chronic kidney disease. Chronic kidney disease is a known risk factor for leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. In this case, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
As reported by patient registry, approximately 3 years and 7 months post transcarotid approach with a 23mm sapien 3 ultra valve in the aortic position, the sapein 3 ultra valve was explanted. Upon review of medical records, approximately 3 years and 7 months post implant of a 23mm sapien ultra valve, the patient presented with moderate aortic insufficiency. The aortic valve was explanted, and an edwards inspiris surgical valve was implanted. The records did not confirm that there was endocarditis of the tavr valve.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by patient registry, approximately 3 years and 6 months post transcarotid tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient had their valve explanted due to unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. Section a2 and b7 has been added. Corrected section h6 device code, investigation findings and investigation conclusions. Per review of medical records, approximately 3 years and 6 months the patient was seen in the emergency department from cardiology clinic for tachycardia with sepsis. The patient was found in rapid afib with rapid ventricular response (rvr), hypotensive. Blood cultures positive for strep gordnii. Tee showed mitral valve endocarditis. Operative note one month later: the patient presented with moderate to severe mitral regurgitation, mitral valve (mv) prosthetic endocarditis, atrial septal defect (asd), left ventricular (lv) pseudoaneurysm, congestive heart failure (chf), moderate aortic insufficiency. The patient underwent re-do sternotomy, mitral valve regurgitation (mvr), explant of transcatheter aortic valve replacement (tavr) with aortic valve replacement (avr), closure of asd, repair of lv pseudoaneurysm. These records did not confirm that there was endocarditis of the tavr valve. The investigation is in progress. A supplemental report will be submitted when additional information is provided.